Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt was getting "shocked like crazy". The pt was getting "burning" & "shocked down the right side" with stimulation in her back and not her neck. The pt had recently lost weight and felt the device was "moving". It was noted that several connections were open. The pt's device was reprogrammed around the open connections. The pt no longer felt the shocking and burning. The pt was satisfied with the outcome.